Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient was being intubated with subglottic endotracheal tubes. The cuff did not hold air and the patient was reintubated.